Event description:
It was reported that this implantable pacemaker exhibited noise and high out of range impedance measurements on the right ventricular channel. This led to a lead safety switch. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.